Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Customer's mother was trying to change the site and every time she went to fill tubing, the insulin pump alarms no delivery. Customer had changed the infusion set, reservoir and insulin. Customer's mother was instructed to disconnect and reconnect the tubing and reservoir; insulin did exit at manual prime. She was then advised to rewind, reinsert the reservoir and run manual prime; device alarmed no delivery. Last blood glucose value was 500 mg/dl. The drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. No error alarms found in the history. Nothing further reported.